Manufacturer narrative:
Unable to perform the displacement test and the cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, fading serial number label, broken belt clip rails and cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a damage retainer ring. Customer stated that insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.